Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep replaced the drive manifold (part no: 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold was returned to the manufacturing facility at mahwah nj. The eval is in progress. (B)(4).

Event description:
The customer reported that prior to use on a pt the iabp generated an "electrical test failure code 58" (power-up vent test failed) alarm. The iabp was replaced and therapy was initiated. No pt was involved.